Manufacturer narrative:
Event was reported by eye care practitioner directly to coopervision (B)(4). Method: a device from the same lot of the actual device involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no failure was detected and the product was within specification. No conclusion can be drawn. This is being reported as confluent keratitis with no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient inserted avaira toric (enfilcon a) lens in left eye an felt pain upon insertion. Patient removed the lens and let the eye calm down for 1-2 days. Patient cleaned and disinfected the lens and reinserted without problems and used the lens for two weeks. On july eleventh, patient inserted new lens with repeat pain upon insertion. Lens was immediately removed. By midnight, there was increased pain and patient visited the hospital. Doctors report mentioned large area of confluent keratitis. Patient was given chloramphenicol and the eye was patched. On (B)(6), thirteenth patient was seen for a follow up and referred to an ophthalmologist the next day. Ophthalmologist stated the cornea was improving and prescribed lubricants only with ointment if needed. On (B)(6), fourth, patient's eye is back to normal but vision is still slightly reduced. Patient has been advised not to wear lenses for 2 - 3 weeks.